Event description:
It was reported that blistered at downstream sensor occurred during testing. No report of patient injury.

Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was missing from the device upon receipt. Functional evaluation, manufacture utility test and non-destructive testing of the returned pump was performed. Error codes for high alarm displayed and downstream occlusion were found in the device event history log. Results: the customer reported problem was duplicated during the investigation as it was verified that the downstream occlusion sensor seal bubbled during the visual inspection. Root cause of the reported event would be attributed to a bubbled downstream occlusion sensor seal while it remains unknown who caused the issue to occur. Replacement of the downstream occlusion sensor seal is required. A CAPA was opened to address the downstream occlusion sensor seal increasing replacements which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.